Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient felt a ¿prickly¿ sensation to the right side of the ins and down from the ins site which started in the past day or two. There were no falls or trauma reported that could be related to the issue. The patient moved and was not sure where their programmer was. They also noted they had never had the ins battery tested and currently did not have a managing physician. The patient was provided with physician listings. There were no further complications reported or anticipated.